Event description:
International affiliate reports that revision surgery performed on (B)(6) 2012, found a broken expedium di polyaxial screw. The affiliate learned of the event in (B)(6) 2012, but did not report the event until (B)(6) 2013. The affiliate has been reminded of the need to immediately report product complaints.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination revealed the polyaxial screw broke at the transition from the screw polyaxial ball to the screw shank. Scanning electron microscopy analysis found the fractured surface exhibited smooth and grainy/rough regions which are also indicative of fatigue failure. It was also noted that the device had been implanted in the patient for 350 days. A review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. Provided x-rays appear to be intra-operative fluoroscopy images (ap and lateral) of grainy quality. It is difficult to make out much detail. Postoperative x-rays of the construct with the broken screw were not provided therefore no definitive conclusions can be drawn. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause is undetermined, scanning electron fracture analysis found the fractured surface exhibited smooth and grainy/rough regions which are also indicative of fatigue failure. The analysis also acknowledged an evident fatigue striation where the crack termination took place. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.